Event description:
The distributor reported a revision less than one (1) month post-op due to infection. The distributor stated the first surgery was performed on (B)(6) 2014. On (B)(6) 2014 swelling due to infection was observed. The distributor reported the plates and screws were explanted.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 1 of 3.